Event description:
It was reported that all electrode pairs with 0 through 3 on a new device had impedance values >40000 ohms. The patient just had the old device replaced with this new one. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 64001, lot# n293019. Product type: adapter: product ID 37651, serial# (B)(4). Product type: recharger: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3708660, serial# (B)(4). Product type: extension: product ID 3389s-40, lot# v297034. Product type: lead. (B)(4).

Event description:
Additional information: it was reported the leads may have been numbered wrong or the extension was plugged into the wrong port. The patient had ¿okay¿ impedances going into the procedure.

Manufacturer narrative:
(B)(4).